Manufacturer narrative:
(B)(4). Investigation summary:examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported and found on setup that one of the teeth was missing from the locking screwdriver. No surgical delay.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.